Manufacturer narrative:
This supplemental report was created to capture correction in the aware date.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. This lead was out of service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. This lead was out of service and replaced. No additional adverse patient effects were reported.